Event description:
On (B)(6) 2015, the reporter contacted animas alleging on 03/23/2015, the insulin on board (iob) was not calculating correctly into the bolus total. The current iob reportedly was 0.66 units. During review of the pump, customer technical support had the patient perform a 1 unit air bolus; the iob status screen had indicated 1.10 units. The patient reportedly experienced a bg value of 2.3mmol/l with confusion and dizziness. This complaint is being reported because the reported iob issue was not resolved during troubleshooting and the patient experienced an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 12:36pm. The pump was never primed after a rewind on (B)(6) 2015 at 12:38pm. There was an unacknowledged ¿call service 162¿ warning observed in history for 6 days. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump¿s user settings revealed the ¿insulin on board (iob) duration¿ was set to 4.0 hours. During evaluation, a test battery cap was used for investigation. A test was performed on the pump using 2 consecutives boluses of 0.65u and 1u; the iob status screen ¿2¿, read 0.65u after a 0.65u bolus delivery and 1.65u after the 1u bolus delivery. A 10 unit bolus was performed via the pump with a duration period of 4.0 hours; after the 4 hour period, the iob status was 0.00 and accurately reflected in the iob status. The iob was found to functioning properly. The pump reflected 24u after a 24hr, 1u/hr duration test. There were no errors, alarms or warnings that occurred during the investigation. The product delivered within specification and the reported ¿iob¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Suspect medical device: the correct s/n is (B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the basal history and black box revealed delivery interruptions due to an active 0 unit/hour temp basal program from (B)(6) 2015 at 21:43 until (B)(6) 2015 at 6:43am when deliveries resumed and from (B)(6) 2015 at 12:25am until (B)(6) 2015 at 7:25am when deliveries resumed. The total daily dose appeared to be inaccurate as result of an active 0 unit/hour temp basal program. A review of the user settings revealed the ¿insulin on board (iob) duration¿ was set to 4.0 hours. The returned battery and cartridge caps were used during investigation. During evaluation, a 10 unit bolus was performed on the pump for a duration period of 2.0 hours. After the 2 hour duration period, the iob status was 0.00 and accurately reflected in the iob status. The iob was then cleared; 2 normal boluses of 0.65units and a 1 unit were performed; the iob status reflected 0.65 units after the first delivery and 1.65 units after the second delivery. The iob was found to functioning properly. The pump also reflected 24 units after a 24 hour 1unit/hour duration test. There were no errors, alarms or warnings that occurred during the investigation and the pump delivered within specification. The reported ¿iob¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.